Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Access was obtained through the radial artery. The 3.0x26mm, 80% stenotic, de novo, eccentric shaped lesion was located in the moderately tortuous and moderately calcified right coronary artery. The physician advanced the 2.5x12mm apex balloon to the lesion and during an unspecified inflation the balloon ruptured at 12atms. The procedure was completed with a 2.5x8mm quantum maverick balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. Access was obtained through the radial artery. The 3.0x26mm, 80% stenotic, de novo, eccentric shaped lesion was located in the moderately tortuous and moderately calcified right coronary artery. The physician advanced the 2.5x12mm apex balloon to the lesion and during an unspecified inflation the balloon ruptured at 12atms. The procedure was completed with a 2.5x8mm quantum maverick balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluation: the device was received in two sections as a result of a break in the hypotube located at 12mm distal to strain relief. A microscopic examination of the balloon found a longitudinal tear in the balloon material. The tear stretched from 1mm distal to distal markerband to 1mm proximal to the proximal markerband. A detailed examination of the balloon material and of the markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).